Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 08/15/2016 that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Patient stated that the reaction was located outside of the sensor patch where insertion occurs, and described it as looking like a pimple. Patient also stated that the longer the sensor stays on the worse the reaction becomes. On (B)(6) 2016, the patient went to the doctor's office to report the issue. Patient did not treat the affected area. No additional event or patient information was provided. No product or data was returned for investigation. The reported event of skin reaction could not be confirmed. A root cause could not be determined.